Event description:
The physician reported that there was an occurrence of an atrio-oesophageal fistula following the ablation during an atrial fibrillation (afib) procedure on (B)(6) 2013. There was no fault with the product. The patient was readmitted four weeks later and died two days after having a second procedure. Upon request, additional information was provided on the event. The patient¿s baseline before the (B)(6) 2013 procedure was longstanding persistent af, hypertrophic cardiomyopathy, significant exertional dyspnea and minor coronary artery disease. The (B)(6) 2013 procedure was an uneventful ablation at (B)(6) hospital. Per the physician, he never uses more than 25w at the posterior wall and did not on this occasion. The force settings were 5-40g, alarm at over 50g. The force map indicated forces of 20g across the posterior wall. The ep-shuttle rf generator system ¿ 100 was set to ¿power control¿ mode. The power was not titrated during the ablation. The temperature cut off setting was set to 38c. The flow setting was set to 17 ml/min. The sheath used was an sro. The act maintained during the procedure was >300¿s. Four weeks later, the patient had to be taken to the local hospital. Oesophageal stenting had to be performed. No evidence of neurological recovery 48 hours after withdrawal of the sedation on itu post oesophageal stenting. Hemodynamic support was withdrawn. The outcome of this adverse event was that the patient died on (B)(6) 2013 at (B)(6) hospital. The autopsy report is not available. The physician does not believe that this event was related to a device malfunction. This event was originally only documented under the smart touch unidirectional catheter.this product has not been approved by us FDA and is not marketed in the us. Several attempts were made in requesting the concomitant products. On (B)(6) 2013, the concomitant product information was made available, thus marking (B)(6) 2013 as the alert date.

Manufacturer narrative:
(B)(4). The physician reported that there was an occurrence of an atrio-oesophageal fistula following the ablation during an atrial fibrillation (afib) procedure on (B)(6) 2013. There was no fault with the product. The patient was readmitted four weeks later and died two days after having a second procedure. Upon request, additional information was provided on the event. The patient¿s baseline before the (B)(6) 2013 procedure was longstanding persistent af, hypertrophic cardiomyopathy, significant exertional dyspnea and minor coronary artery disease. The (B)(6) 2013 procedure was an uneventful ablation at guys st thomas hospital london. Per the physician, he never uses more than 25w at the posterior wall and did not on this occasion. The force settings were 5-40g, alarm at over 50g. The force map indicated forces of 20g across the posterior wall. The ep-shuttle rf generator system ¿ 100 was set to ¿power control¿ mode. The power was not titrated during the ablation. The temperature cut off setting was set to 38c. The flow setting was set to 17 ml/min. The sheath used was an sro. The act maintained during the procedure was >300¿s. Four weeks later, the patient had to be taken to the local hospital. Oesophageal stenting had to be performed. No evidence of neurological recovery 48 hours after withdrawal of the sedation on itu post oesophageal stenting. Hemodynamic support was withdrawn. The outcome of this adverse event was that the patient died on (B)(6) 2013 at king¿s college hospital. The autopsy report is not available. The physician does not believe that this event was related to a device malfunction. No fault was reported with the product, therefore, no further actions were required. The device history record (DHR) for the stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. On (B)(6) 2013, the serial number was provided on the generator. Updated on the complaint the serial number from unknown to serial #: (B)(4)/ asset #: -2141805268. Concomitants products: smart touch bidirectional catheter, model #:d-1327-00-s, lot #: unknown_d-1327-00-s; carto 3 system, model #: m-4800-01, serial #: (B)(4); lasso catheter, model #:lasso, lot #: unknown_lasso. (B)(4).